Event description:
A caregiver reported that a customer experienced a low readings issue with the adc freestyle libre sensor. The caller reported that a sensor scan result of 8.8 mmol/l compared to a blood glucose reading of 14.8 mmol/l obtained on a competitor's brand meter. On the day of the medical event, the customer obtained a sensor scan of 14 mmol/l (252 mg/dl) and experienced symptoms of vomiting. The customer was taken to the hospital where a blood glucose reading of 22 mmol/l (396 mg/dl) was obtained on the hospital meter and the customer was treated with IV sodium chloride (0.9%) 250 ml, ad jingliu (400iu/bag), insulin injection (400iu/tablet) "1 tablet" and intravenous drips for dka. Additionally, the customer's ketone body levels were "4 plus," ph of 7.0, and white blood cells greater than 26,000. No additional information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product-related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that a customer experienced a low readings issue with the adc freestyle libre sensor. The caller reported that a sensor scan result of 8.8 mmol/l compared to a blood glucose reading of 14.8 mmol/l obtained on a competitor's brand meter. On the day of the medical event, the customer obtained a sensor scan of 14 mmol/l (252 mg/dl) and experienced symptoms of vomiting. The customer was taken to the hospital where a blood glucose reading of 22 mmol/l (396 mg/dl) was obtained on the hospital meter and the customer was treated with IV sodium chloride (0.9%) 250 ml, ad jingliu (400 iu/bag), insulin injection (400 iu/tablet) "1 tablet" and intravenous drips for dka. Additionally, the customer's ketone body levels were "4 plus," ph of 7.0, and white blood cells greater than 26,000. No additional information was reported. There was no report of death or permanent injury associated with this event.